Event description:
Received information that due to an 840 malfunction, the patient was placed on another ventilator. The customer inspected the device and replaced the o2. The customer reported the ventilator passed all testing.